Event description:
It was reported the rv lead was explanted due to high impedance of greater than 3000 ohms and oversensing. No patient complications have been reported as a result of this event. An attorney further alleged the patient experienced "inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective" lead. Attorney also alleged the patient had "sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device was analyzed and indicates high ventricular impedance and noise.